Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was moderately calcified. 70% stenotic in a mildly tortuous left anterior descending artery (lad). The physician attempted to direct stent the lesion with a taxus express2 - 3.0 x 12 mm drug eluting stent. As the physician pulled the stent in and out of the guiding catheter, stent damage was noticed. Consequently, the stent was never deployed. The procedure was successfully completed with another taxus express2 - 3.0 x 12 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "good".